Event description:
It was reported that the insulin pump had a cracked screen, which made it illegible. The customer's mother did not know the blood glucose reading. She reported that the damage to the insulin pump occurred while the customer was in physical education class. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a severely scratched display window, a cracked case at the display window corners, a scratched reservoir tube window, a missing end cap sticker, and a scratched case.